Event description:
Femoral guide did not fit at all. Pt had a patellectomy years ago and the trochlea was deformed.

Manufacturer narrative:
Method: photos, device history file. Results: device history file indicates the guides were within specification. Photo - review of segmentation indicates the lines too loosely match the diseased bony surface. The variability of the badly deformed surface. The variability of the badly deformed surface over the central five (5) slices can allow the guide to "bottom out" and thus rock on the point of contact. Conclusion: the segmentation of the trochlear groove was underestimated, femur guide did not seat fully. This is a skills-training issue for the segmenters.